Event description:
Reporter indicated that pt has experienced constant hoarseness since vns implant. Stimulation was initiated approx 3 weeks post-implant. The pt was evaluated by an ent and has not been diagnosed with vocal cord paralysis to date. A failed laryngoscope procedure in ent office was attempted and the pt has since been referred for a flexible laryngoscopy procedure with sedation in hosp operating room. Implanting surgeon indicated that per-existing medical conditions and surgical intubation have not been ruled out as possible cause at this time.